Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's site irritation/infection and reported hcp (healthcare provider) visit. No lot release records were reviewed, as the product lot number was not provided.the omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer reported infection(abdominal cellulitis) and she visted her health care provider. We attempted to contact the patient on several separate occasions related to outcome and treatment. No additional information has been provided.